Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that one syringe of juvéderm® ultra xc had the, ¿needle explode off causing the product to go everywhere.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used and it was tightened by hand.